Event description:
Jacob chappell reported battery drainage. There was no reported impact on jacob's blood glucose level. Jacob declined additional follow-up, and no further actions or outcomes were detailed.